Event description:
It was reported to philips that the system failed to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The field service engineer (fse) visited onsite and checked the problem reported by the customer that x ray pc not working. To resolve the problem, after replacing x-ray pc unsuccessfully, fse replaced suite pc, reinserted x-ray pc, reloaded software, added license, and restored backup. Fse discovered that tsm didn't return post sw reload in the control room. Fse installed tsm in control room and reload software and the parts are return for further analysis, and it found for touchscreen failure confirmed with screen artifact as the failure code and for suite pc it is electrical defect. After repairs were completed, the system was returned to use in good working. The codes were updated based on the investigation outcome.